Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 37 to 47 mg/dl. The customer treated with a glucagon shot by paramedics at her home. Customer indicated that their pump was worn in a MRI machine, a cat scan and an airport scanner. Customer declined to further troubleshoot and was advised to call back if further assistance is needed.